Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Internal eval of the pump found that the customer had replaced the mechanism assembly, the input/output printed circuit board and the processor printed circuit board. Review of the device history record shows that the parts were not originally installed into device (B)(4) and have been installed outside of baxter. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.